Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during preparation for the procedure, the physician injected water into the contrast media port and found the proximal end of the side car to be leaking. The procedure was completed with a different (unknown) device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Accidental needle stick occurred; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.